Event description:
Finally, a review of the complaint database did not uncover any similar complaints logged against the two lots in question. Co's findings, both visual and functional, suggests that under normal condition of usage the product should have performed satisfactorily with no leakage. This is corroborated by a lack of similar complaints on the lots cited in this complaint. Finally with regard to the leakage, co would advise that it is possible for syringes to leak at the plunger if a sideways force is applied during compression of the fluid.